Event description:
It was reported that upon removal of the instrument from its packaging, the instrument was checked by the surgeon and the trigger was noted to be stuck.

Manufacturer narrative:
This report will be amended when our investigation is complete.